Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 10 mm amplatzer septal occluder was chosen for procedure. During deployment the device developed a cobra-head shape. The device was removed and manipulated to get back into original shape by the user. We tried to deploy the device again without success. The device was exchanged with a new 10mm aso device. The device was prepped, inserted, advanced and deployed without incident. No patient consequences reported.

Manufacturer narrative:
Additional information: g4,h2, h3, h6, h10. The reported event of deformity upon deployment could not be reproduced. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.